Manufacturer narrative:
E.1 initial reporter facility: ascension via (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not communicating with the server and diagnostics showed an undetermined network connection with no internet. The field service engineer (fse) ran diagnostics and confirmed the station had link but no internet. The fse rebooted and checked the cable. But no change but connecting to a known good jack and resetting the nic which restored network communication. Fse provided network interface card (nic) and media access control (mac) information to it, who placed the station on the correct vpn, fully restoring connectivity. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station unable to connect with pyxis. Customer reported the pyxis slowness and tried reboot but never connected back. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.